Event description:
Medtronic received information that an abbott vascular perclose closure device cinched the right femoral access vessel closed during attempted closure. Surgical repair of the vessel was required. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).